Event description:
It was reported that two handles are cracked and fell apart during a vertical expandable prosthetic titanium rib surgery. No negative impact and no delay in surgery. It was reported that both devices broke in two pieces on the back table not near the patient. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information was received on jun 4, 2015. It was reported that both devices broke in two pieces on the back table of the operating room and not near the patient.

Manufacturer narrative:
Additional narrative: patient information is unknown. Event date:unknown. Device is an instrument and is not implanted/explanted. Service history review: lot 2175/3148847: a service history of the past three years has been reviewed. The item was previously returned for service on february 01, 2013 due to a cracked handle. The customer called in a service request for this item on may 19, 2015 and reported the handle is cracked. The previous service condition of cracked handle is relevant to the current complained issue of the handle is cracked. The manufacture date of this item is unknown and cannot be traced. The service history evaluation is confirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.